Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station ed had an admission inactivity period of 60 days. A technical support specialist explained that even after a patient was discharged, they will remain on the list for the specified number of days. The list was full because discharged patients were not being removed for 60 days, new patients had not appeared in pyxis. The customer updated the settings. The system functioned as intended after the customer updated the device settings.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower patients were not popping up in pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.